Event description:
The customer reported that she received multiple alerts, including a no delivery alarm during priming. The no delivery alarm was resolved with an infusion set change. The customer also stated every time she would change the battery, the insulin pump would reset. She also received an off no power alert without a low battery alert occurring first. The customer stated that she received a battery out limit alarm during normal use, when the batteries were not out of the insulin pump long enough to merit the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.